Manufacturer narrative:
Continuation of d10: 407645 lead implanted on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia with a heart rate in the thirties. The physician noted that there was no pacing spikes observed and ventricular pace markers were followed by ventricular sensed markers. It was reported that the right ventricular (rv) lead exhibited loss of capture and the implantable pulse generator (ipg) had reached elective replacement indicator (eri). A full electrical reset was also noted. The ipg was removed and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.